Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was described as "maybe due to eating unclear food," but the exact cause could not be determined. No further information was provided regarding treatment for the peritonitis, if the patient was hospitalized for the event, and whether dianeal therapy was ongoing. On and unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.